Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-oct-2021. [Additional information]: the healthcare professional reported that during a vascular stent placement procedure targeting a middle cerebral artery (mca) stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 5888433) reached the target vessel via the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30513213), it could not be advanced nor withdrawn. The physician removed the stent and the microcatheter from the patient¿s body together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient injury or complication. On 21-oct-2021, additional information was received. The information indicated that the physician was not able to move the stent at all due to the resistance. Continuous flush had been maintained through the prowler select plus microcatheter. There was nothing obstructing the microcatheter. When the stent was removed, it was still on the delivery wire. Nothing unusual was noted about the stent system prior to use. The enterprise vrd and the prowler select plus microcatheter were used in accordance with the instructions for use (IFU). The reported issue did not result in any clinically significant delay in the procedure. The procedure was completed with another enterprise stent system and another prowler select plus microcatheter. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094 and 3008114965-2021-00470. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-oct-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094 and 3008114965-2021-00470. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure targeting a middle cerebral artery (mca) stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 5888433) reached the target vessel via the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30513213), it could not be advanced nor withdrawn. The physician removed the stent and the microcatheter from the patient¿s body together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient injury or complication. On 21-oct-2021, additional information was received. The information indicated that the physician was not able to move the stent at all due to the resistance. Continuous flush had been maintained through the prowler select plus microcatheter. There was nothing obstructing the microcatheter. When the stent was removed, it was still on the delivery wire. Nothing unusual was noted about the stent system prior to use. The enterprise vrd and the prowler select plus microcatheter were used in accordance with the instructions for use (IFU). The reported issue did not result in any clinically significant delay in the procedure. The procedure was completed with another enterprise stent system and another prowler select plus microcatheter. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the stent component of the 4mm x 16mm enterprise 2 vascular reconstruction device was received contained inside a pouch. The stent was inspected and observed to be in normal and good condition. No damages nor anomaly was observed. Functional evaluation could not be conducted with only the stent component returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5888433. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following recommendations and warnings: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. ¿ do not partially deploy the stent from the introducer. The complaint documented that during a vascular stent placement procedure targeting an mca stenosis, when the 4mm x 16mm enterprise 2 vrd reached the target via the 150cm x 5cm, 2 markers prowler select plus microcatheter, it could not be advanced nor withdrawn due to resistance; continuous flush was maintained and nothing was obstructing the microcatheter. As a result, the physician withdrew the stent and the microcatheter from the patient¿s body. The stent being impeded in the microcatheter could not be confirmed through functional evaluation with just the stent component returned. Per additional information received on 21-oct-2021, the stent was still on the delivery wire when it was removed from the patient, therefore, the cause and timing of when the stent became detached from the delivery wire remains unknown. It is possible that post-procedure handling or during the device decontamination process, the stent became detached, however, this cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no device problem found¿ was used in the investigation findings because only the stent component was returned; functional testing could not be conducted. The reported issue that the stent being impeded in the microcatheter could not be confirmed through functional evaluation. This code corresponds with the ¿cause not established¿ in the investigation conclusions. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2021-00094 and 3008114965-2021-00470. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure targeting a middle cerebral artery (mca) stenosis, when the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 5888433) reached the target vessel via the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30513213), it could not be advanced nor withdrawn. The physician removed the stent and the microcatheter from the patient¿s body together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient injury or complication.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5888433. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00470. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.